Event description:
Original surgery: anterior cervical fusion and discectomy c5-6-7 performed in 2005. X-ray taken and noted two-18mm abc2 screws backed out at the c7 level. In 2006, surgery performed to remove the screws. The next day a posterior cervical fusion was performed. Patient is stable.